Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 4.1 and 4.2 were not detected on bus. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed assy retractor drawer half height cubie there was no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of the failed drawers was confirmed during fse (field service engineer) testing and verification of thermal damage was subsequently confirmed during dchu investigation process. According to work order (B)(4) the fse reported that the half height drawer 4.1 in the main was not detected on bus. This issue was corrected by replacing the retractor band and the repair was tested on hardware test application. During dchu visual inspection: p/n 353844-01: the assy retractor dwr hh cubie showed exposed copper strands, and cross continuity was detected between adjacent conductors, indicating the presence of thermal damage. During dchu testing: further dchu tests were not required on the assy retractor dwr hh cubie due to the thermal damage identified during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue that the drawers were not detected on bus was determined to be due to a thermally damaged assy retractor dwr hh cubie (353844-01) which prevented the drawer from recovery.